Manufacturer narrative:
The sample is unavailable to be returned for analysis. There are no further measures to be taken relative to this incident. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.

Event description:
A home patient contacted baxter's technical service center regarding a reload set 158 alarm that appeared on the homechoice display during set up. Baxter's technical service center advised the home patient to power cycle the unit and reload the cassette. The patient found the cassette to be leaking. The patient was advised to start therapy over using a new cassette. No patient injury or medical intervention was reported.